Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was in back up mode due to a telemetry issue. The ICD was successfully restored. There were no patient consequences.